Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, increased capture threshold and very low sensing were observed. Fluoroscopy noted that the lead was in a different position compared with at implant. Lead was replaced.